Event description:
Reporter stated that customer received the following results on the mobile system within 2 minutes: 6.4 mmol/l, 3.1 mmol/l and 2.8 mmol/l. Customer had hypoglycemic symptoms of shakiness at the time of these results and self-treated with orange juice. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.